Event description:
Customer reported that a patient had experienced blistering and burns after ipl treatment. Patient is skin type ii, and was being treated for tagliatega, age spots, and rosacia. Aesthetician had calibrated system prior to treatment and used prior settings. Medical intervention consisted of clobetasol, steroid cream and aloe vera. Patient's face and neck have nearly completely healed; treatment marks continue to fade.

Manufacturer narrative:
Treatment head involved is being returned to manufacturing site for evaluation. When report is received, a follow-up MDR will be submitted with root cause.